Event description:
The information provided to sjm indicated an angio-seal was selected for use in the right femoral artery on (B)(6) 2013. On (B)(6) 2014, the pt was hospitalized presenting with pain and swelling in the right groin with no treatment administered. On (B)(6), the pt experienced sudden onset of hives and swelling of the tongue. The pt was given 10 mg of prednisolone and 4 mg fenistil. One week earlier, the pt had been given homeopathic medicines by a family physician. The deploying physician believes the homeopathic medications were the cause of the allergic reaction. Additionally, the pt had been following the post-deployment care instructions.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.